Event description:
There's a leak at the video connector.

Manufacturer narrative:
The product was returned for investigation and a service inspection was performed. The device underwent a visual inspection and functional tests to assess the device status. The inspection identified and confirmed that the leak test is due to the video connector. Additionally during the inspection was detected that the d/e plastic cover, a-rubber glue and the insertion tube required replacements however, these parts are non-olympus. The complaint allegation was confirmed. The complaint investigation process determined that the failure has been previously investigated through the product technical investigation (pti) process. Based on the results of the investigation and previous investigations through the product technical investigation (pti) process, reasonably known information suggests probable causes of the alleged failure leak at the video connector is due to a damage in the video connector. The most probable cause of this complaint is traced to d02, cause traced to component failure., which is expected or random component failure without any design or manufacturing issue. A risk review was completed, and no unanticipated risks, new failures, and/or new harms were identified. A labeling review was not completed since has been previously investigated through the product technical investigation (pti) process. Further, there was no evidence in historical complaints review that instructions for use were inadequate or contributed to the occurrence of the failure. No further escalation is required.